Event description:
Event description guidant received information that telemetry could not be established with this implantable cardioverter defibrillator (ICD). The battery status at the most recent interrogation, approximately 7 months prior, was middle of life 1 (mol1), with a monitoring voltage of 2.66v, and a charge time of 15.5 seconds. Technical services (ts) discussed placing a magnet over the device to try to elicit tones. If none were found, ts recommended device replacement. No patient symptoms have been reported at this time.